Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device was programmed to aai "a long time ago" because of a "broken" ventricular lead. The lead impedance was > 9999 ohms. No further patient complications have been reported as a result of this event.